Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the analysis is yet not complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted radical extraperitoneal w/o lymphadenectomy prostatectomy surgical procedure, the movement of the vessel sealer extend (vse) instrument was bad. The procedure was completed and no known impact or patient consequence was reported.